Event description:
Procedure: according to the reporter: balloon came off and stayed in patient. Parts were removed from the patient. They did not provide the buyer with any additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).